Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is not provided. Exact date of event is unknown. (B)(4) lot unknown expiration date unknown. There was no report of any hardware removal. The complainant part is not expected to be returned to manufacturer. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent a lefort I osteotomy with application of an external midface distractor. The patient came in for follow up with the surgeon who determined that the newly consolidated bone was not strong enough. On (B)(6) 2016 patient underwent revision procedure to fixate the bone with plate and screws from matrix orthognathic set. Reportedly, no hardware was removed. The procedure was completed successfully with no patient harm and no surgical delay. This report is for one (1) horizontal rod assembly with swivel clamps this is report 3 of 3 for (B)(4).